Event description:
It was reported that the bd soloshot¿ mini auto-disable syringe plunger got stuck while injecting medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with three packed samples of lot 1709403. Sliding force was performed for all samples finding all of them within specification (under 10n). DHR review: batch # 1707416: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine 2019 (september 20-23rd, 2017) during which 57 visual inspections were carried out with 1 rejection noted (#9803) related to defective sealing but this would not affect whether or not the reported issue. Syringes were assembled in machines nº4101 and 4105 (#7258102 ¿ september 19-26th,, 2017) during which 386 visual inspections of 16 units each were performed with 1 rejection noted (#9628) related to defective marking which would not affect whether or not the reported defects. We have also reviewed the performed sliding test and all values were within specifications (average 7.83n and maximum value 8.72n which are lower than 10n). Batch # 1709403: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine 2019 september 4-6th, 2017) during which 50 visual inspections were carried out with 0 defects noted. Syringes were assembled in machines nº4101 and 4105 and comes from two batches: -#7237283 (august 29 - september 5th, 2017) during which 614 visual inspections of 16 units each were performed with 0 defects noted. -#7244141 (september 5-12nd, 2017) during which 562 visual inspections of 16 units each were performed with 0 defects noted. We have also reviewed the performed sliding test and all values were within specifications (average 7.83n and maximum value 8.72n which are lower than 10n). Based on above results, defect is not confirmed. We can state that the syringes reported meet the product specifications and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. Since defect is not confirmed and this is the first complaint received for this defect, no actions are required.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1707416; medical device expiration date: 2022-06-30; device manufacture date: 2017-07-20. Medical device lot #: 1709403; medical device expiration date: 2022-08-31; device manufacture date: 2017-09-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd soloshot¿ mini auto-disable syringe plunger got stuck while injecting medication. There was no report of exposure, injury, or medical intervention.